Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, opening the pulse wire solder connection in the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the open solder connection.

Event description:
A us distributor reported that a patient was receiving frequent therapy electrode messages.